Event description:
During a pt use, it was reported that the device turned off and then back on when the print button was pressed. The pt event record showed that the device powered on/off. There was no further info regarding the pt or event provided. There was no report of device issue effect on the pt.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported device failure to power on/off by itself. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.